Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during in a procedure, when the device was being activated, it burnt the user. The burn was 2nd degree. There was no patient involved.